Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review for this product was not performed since the part and lot number were not reported and the product was not returned for analysis. A similar incident review was not conducted as there was no reported device malfunction or adverse patient effect. The investigation was unable to determine a conclusive cause as a failure mode was not reported. Additionally, there were no reported adverse patient effects. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1, b2, h1: a product problem, serious adverse event and/or malfunction did not occur related to this device. H6: medical device problem code: 4007 - removed. H6: health effect - clinical code: 3160 - removed

Event description:
Subsequent to the previously filed report, additional information was received that there was no device malfunction or adverse event associated with the versacore guide wire. No additional information was provided.

Manufacturer narrative:
Date of event: date is estimated. The unique device identifier (UDI) is ¿ni¿ because the part number was not provided. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a market research survey that the versacore guide wire prolapses and sometimes causes dissections. Specific case details were not reported. No additional information will be provided.